Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, cracked case above arrow and battery icon, and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no failed battery test alarm on the event date of 07/15/2021; insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test alarms during testing. In summary, pump passed required testing. Customer alleged for failed battery test alarm was not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump battery test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.